Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received drive count or time values or changes incorrect for moving or coasting, too slow or too fast as well as drive count error boundaries exceeded after movement. The customer¿s blood glucose level was unknown. The customer also stated that they were able to rewind the pump. Troubleshooting was performed and noticed that the customer assisted with performing displacement test but the test failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 37 or pump error 41 alarms noted during testing. The motor was tested outside of the device and passed.